Event description:
It was reported that the pulse generator exhibited noise on the ventricular and atrial channels. During these episodes the patient experienced -faintness-. The physician changed the polarity and all electrical parameters were within range.